Event description:
See initial report.

Manufacturer narrative:
H10: the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions. Motor was no longer rotating freely and required a power overload to work, which could have led to an overcurrent that ultimately caused damages to the distribution board.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: stirring mechanism (circulator motor) was noisy and distribution board damaged. In order to solve the issue, both motor and board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message related to stirring mechanism that did not start (power consumption was too low). The issue occurred in procedure. There was no patient injury.